Event description:
It was reported by the affiliate that during a colon procedure, the device would not staple but cut. The surgeon finished the procedure with manual sutures. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.